Event description:
The account alleged that the brake on this bed will not hold while in brake mode. No patient impact.

Manufacturer narrative:
The technician found the brake detent assembly is broken. The technician replaced the brake detent assembly to resolve the issue.